Manufacturer narrative:
A ge rep evaluated the system and replaced the battery pack. The system operates as intended.

Event description:
The customer reported the system displayed a precharge failure error message at boot up. This error message will prevent the system from completing boot up. There is no report of pt injury or death.